Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system and confirmed that the system didn¿t finish the boot sequence and the countdown remains at 00. Review of the system log file showed ¿malfunctioning flexvision pc¿. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was fault. To resolve this issue, fse booted the flexvision pc . After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc did not start up. Device was not in clinical use at the time of the reported event. There was no report of harm. Philips has started an investigation of this complaint.